Manufacturer narrative:
(B)(4). Patient reportedly to be of medium build. Evaluation summary: the device was returned for evaluation. The reported event of the clip did not deploy was confirmed. Based on the visual and functional analysis of the returned device, there was no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a left heart diagnostic catheterization procedure. Reportedly, when the deployment button was depressed the clip did not deploy. The safety release mechanism was used to remove the device. The clip was observed at the distal end of the device. There was no tissue damage to the artery. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly in-training in the use of the starclose se device. No additional information was provided.